Event description:
It was reported that during a follow-up, the device could not be interrogated with 2 different programmers. End of battery life suspected. The device was explanted.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. No anomalies were found that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.